Manufacturer narrative:
Concomitant medical products: mgu ipg implanted: (B)(6) 2016; mgu lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that two weeks after their implant procedure, their heart rate was lower than the implantable pulse generator's (ipg) low rate setting. The ipg remains in use. No further patient complications have been reported as a result of this event.